Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. It was reported that approximately 35 minutes after the delivery was started, the nurse went into the patient's room and found the solution bag was full. It was reported the device display was incrementing; however, no medication was delivered. The tubing set was readjusted and the delivery was resumed using the same device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.